Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 10 tubes underfilled and exhibited gel smearing during collection and an unspecified number of tubes were cracked and leaked.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-oct-2025. Investigation summary: bd received 10 samples and 2 photos and 1 video for investigation. The photos and video were reviewed and the indicated failure modes for underfill, gel smearing, and cracked tube were observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were visually inspected for gel defects and cracks and no issues were observed. The 10 customer returns were also functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes underfill, gel smearing, and cracked tube based on the photos/video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 10 tubes underfilled and exhibited gel smearing during collection and an unspecified number of tubes were cracked and leaked.